Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three days post deployment, CT scan revealed that at least one or probably two of the filter legs of the ivc filter extend beyond the confines of the ivc. Physician was unsure if the ivc filter have perforated the wall of ivc or if they are in small retroperitoneal veins. Therefore, the investigation is confirmed for the filter limb perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.